Manufacturer narrative:
(B)(6). Manufacturer date is unknown. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center observed under the microscope, a plastic part was seen in the opening of a newly single use phaco tip resulting in obstruction of flow. A description from the account reported the phacofragmentation unit got stuck after tightening a newly open single use phaco tip. The tip was replaced and the procedure was completed. No patient injury reported.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 09/12/2018. Device returned to manufacturer ¿ yes. Device evaluation: one phaco tip received without protective silicone tubing or irrigation sleeve. Under microscope a silicone-like particle was observed. The reported complaint and the material could not be confirmed as the protective silicone tubing and sleeve were not provided for evaluation. The supplier conducts a 100% visual inspection of the final device and components as part of the acceptance process. Based on visual inspection of the return and the supplier's inspection process, there is no root cause identified. Probable cause may be associated with the silicone tubing cover being used during the attachment of the tip to the handpiece. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.